Manufacturer narrative:
The field service engineer determined that a protection shield on waste tubing was misplaced and was touching the instrument ground. The protection shield was then placed properly. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated that patient ise results were too high when tested on the cobas 8000 ise module on (B)(6) 2020. On (B)(6) 2020, the reporter primed the system and then ran calibration and controls, these recovered ok. In the middle of the day on (B)(6) 2020, patient ise results were too low. On (B)(6) 2020, the reporter replaced the electrodes and primed the system. Everything was fine that day. On (B)(6) 2020, calibration and controls were ok, but in the middle of the day patient ise results were again too high. The customer provided data for four patient samples tested during this time (date unknown) and these samples had discrepant results for ise indirect na, ci for gen.2. The third patient sample also had discrepant results for ise indirect k for gen.2. No incorrect results were reported outside of the laboratory. The samples were repeated on a second analyzer. No units of measure were provided. The first sample initially resulted with an na value of 155, which repeated as 142. This sample initially resulted with a cl value of 92, which repeated as 105. The second sample initially resulted with an na value of 155, which repeated as 140. This sample initially resulted with a cl value of 88, which repeated as 101. The third sample initially resulted with an na value of 154, which repeated as 141. This sample initially resulted with a k value of 4.6, which repeated as 4.1. This sample initially resulted with a cl value of 90, which repeated as 102. The fourth sample initially resulted with an na value of 152, which repeated as 140. This sample initially resulted with a cl value of 91, which repeated as 102. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided.